Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: from the investigation, the device was received with the tension spring outside of the deployment tube. The complaint is not confirmed for deployment failure. Additional visual inspection shows that the seal is still attached to the tension spring by the tether and cracked.